Event description:
It was reported that the 2.0 x 18 mm vision stent was implanted in an un-specified coronary vessel on (B)(6) 2013. In (B)(6) 2013, the patient experienced shortness of breath, chest pain and dizziness. The patient was treated with surgery; however, it is unknown what vessel was treated. The patient was hospitalized for 13 days, and discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated. There was no reported device malfunction, and the product was not returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effects of angina and surgery are known observed and potential adverse events as listed in the vision coronary stent system, instructions for use. Based on the information reviewed, there is no indication of a product deficiency.